Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough. The e-mail response from the patient on 10/02/2023 and stated that the device is only used while traveling. The patient stated "my family doctor was perplexed with my irritable coughing while traveling. I self-medicate with robitussin dry cough that I purchased in london. My doctor has prescribed bemzonatate 200mg to take as needed when traveling." This complaint was reassessed by a clinical expert, who determined that this does not constitute a serious injury and the device was not determined to be the cause of the patient's cough. Therefore, this complaint is not reportable to regulatory authorities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough. The e-mail response from the patient on 10/02/2023 and stated that the device is only used while traveling. The patient stated "my family doctor was perplexed with my irritable coughing while traveling. I self-medicate with robitussin dry cough that I purchased in london. My doctor has prescribed benzonatate 200mg to take as needed when traveling." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.